Manufacturer narrative:
Additional info: ethnicity: white. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was retrieved because of severe pain. No repeat procedure was performed and the capsule was successfully retrieved from the patient's body. There was no user harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was retrieved because of severe pain. No repeat procedure was performed and the capsule was successfully retrieved from the patient's body.